Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 402 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump would not deliver insulin and the customer blood glucose reading was at 402 mg/dl and will go to the hospital. No troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to return for analysis.